Event description:
Boston scientific received information from a journal article of a study to analyze histological findings surrounding the electrodes in pacemaker/implantable cardioverter-defibrillator (ICD) patients and to compare histology around steroid-eluting and non-steroid ventricular pacing electrodes. This study involved 70 patients with icds or pacemakers that had died and were autopsied. The products investigated during the study were from several different manufacturers, including boston scientific. It was reported that three of the autopsied patients died from sepsis. It is unknown if any boston scientific products were involved with these deaths. In addition, three patients died within 10 days of the implantation procedure. The cause of death was not provided. In one of the deaths, the right ventricular (rv) lead had dislodged; however, this lead was not a boston scientific product. During another unrelated case, there was myocarditis that occurred during sepsis. A micro abscess with gram positive bacteria was found near the rv lead. Once again, this rv lead was not a boston scientific product. No additional adverse patient effects were reported. There were no allegations that any boston scientific product caused or contributed to any of the patient deaths.

Manufacturer narrative:
An attempt to obtain more information was unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Journal article reference: dvorak p, novak m, kamaryt p, slana b, lipoldova j. Histological findings around electrodes in pacemaker and implantable cardioverter-defibrillator patients: comparison of steroid-eluting and non-steroid-eluting electrodes. Europace. 2011.